Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that falsely low carbon dioxide (co2) test results were obtained on the dimension vista 1500. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse replaced the sample 2 (s2) metering pump, inspected the reagent 3 (r3) vertical and horizontal belts, inspected the reagent 4 (r4) vertical belt, inspected the belt coupling and cleaned and lubricated sample 1 (s1), r3, r4 mechanisms. The integrated multisensor technology (imt) module was realigned, the imt tubing was inspected and a bleach cleaner valve was replaced. The cse ran auto-alignments and a system check with acceptable results. The cause of the discordant, falsely low carbon dioxide (co2) test results is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Multiple discordant falsely low carbon dioxide (co2) test results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument or on an alternate dimension vista 1500 instrument. The repeat results were reported to the physician(s) and are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low carbon dioxide (co2) test results.